Manufacturer narrative:
The reported malfunctions of "unable to charge" was not replicated or confirmed. Review of the device activity logs showed that multiple times after the charge button was pressed, the device was switched to monitor mode causing the device to internally dump the charging energy. The reported malfunction of "unable to select energy level" was attributed to user error. Review of the device activity logs showed that the device displayed a "200j max biphasic" prompt after several presses of the energy select up button. This message only appears when the device is already at the max of 200j and the energy select up button is pressed. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device was unable to select energy level and would not charge. Complainant indicated that the clinician turned the device off and then back on to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Complainant indicated that during subsequent biomed testing, the malfunction was not duplicated.